Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08032. Related manufacturer reference number: 3006705815-2024-00075. It was reported that the patient experienced discomfort at the ipg site and both their leads were protruding against their skin. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were repositioned behind the ipg. Therapy was restored post procedure.